Event description:
Procedure: lap chole. According to the reporter: after entering the device into the surgical cavity, the surgeon was unable to open the jaws. New device opened. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The device was received opened. No visual abnormalities were noted. The handle was actuated; the ratchet functioned properly and the jaws opened and closed. The instrument grasped test media without any issues. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).